Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: the reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the manual prime, and visual fluid did flow through the infusion set and out catheter tip. The reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump would not be rewound. She stated that there had been an off no power alert and was advised that the insulin pump needed a battery change before rewinding because, it was in a low battery state. She was not sure what the blood glucose reading was. There was no low battery alert that occurred before the off no power alert. She stated that the insulin pump had not been dropped or bumped. She also reported a no delivery alarm, which had been resolved by a complete set change. Nothing further was reported.